Manufacturer narrative:
Registration number 3009092818 and exemption number e2016011. This report is submitted by cochlear limited on behalf of cochlear americas. Initial implantation details unavailable at the time of this report, this report is filed on august 08, 2016. H3 other text : device not returned to manufactuere.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2016.